Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the implant date was greater than the use before date.